Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test." On (B)(6) 2013. The patient's concurrent conditions included abdominal pain, headache, dysfunctional uterine bleeding and endometriosis. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, 2 years after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression,") and anxiety ("mental anguish"). On an unknown date, the patient experienced stress urinary incontinence ("stress urinary incontinence"). The patient was treated with leuprorelin acetate (lupron) and surgery (total hysterectomy (uterus and cervix removed) - laparoscopic, bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the stress urinary incontinence, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, stress urinary incontinence and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in july 2010: essure device was successfully occluded concerning the injuries in the case, the following ones were described in patient's medical records: vaginal haemorrhage, pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided- depression, mental anguish, she did not underwent essure confirmation test.. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test." On (B)(6) 2013. The patient's medical history included chronic pain and hypertension. Concurrent conditions included abdominal pain, dysfunctional uterine bleeding, hiatal hernia, diabetes, high cholesterol and overactive bladder. Concomitant products included acetylsalicylic acid (aspirin), diclofenac, gabapentin, hydroxyzine, olanzapine, paracetamol (acetaminophen) and paroxetine. On (B)(6) 2010, the patient had essure inserted. In december 2012, the patient experienced endometriosis ("endometriosis"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression,") and anxiety ("mental anguish"). In january 2013, the patient experienced migraine ("migraine") and headache ("headache"). On an unknown date, the patient experienced stress urinary incontinence ("stress urinary incontinence") and post-traumatic stress disorder ("ptsd"). The patient was treated with leuprorelin acetate (lupron) and surgery (total hysterectomy (uterus and cervix removed) - laparoscopic, bilateral salpingectomy, oophorectomy). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain was resolving and the stress urinary incontinence, menorrhagia, vaginal haemorrhage, depression, anxiety, post-traumatic stress disorder, migraine, headache and endometriosis outcome was unknown. The reporter considered anxiety, depression, endometriosis, headache, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder, stress urinary incontinence and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in july 2010: results: essure device was successfully occluded. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal haemorrhage, pelvic pain most recent follow-up information incorporated above includes: on 7-jan-2019: plaintiff fact sheet received. Event added: migraines, ptsd, headache, endometriosis. Concomitant conditions were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain, pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test." On (B)(6) 2013. The patient's medical history included chronic pain and hypertension. Concurrent conditions included abdominal pain, dysfunctional uterine bleeding, hiatal hernia, diabetes, high cholesterol and overactive bladder. Concomitant products included acetylsalicylic acid (aspirin), diclofenac, gabapentin, hydroxyzine, metformin since (B)(6) 2008, olanzapine, omeprazole from (B)(6) 2011 to (B)(6) 2014, pantoprazole since (B)(6) 2009, paracetamol (acetaminophen), paroxetine and prazosin since (B)(6) 2008. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced endometriosis ("endometriosis"). On (B)(6) 2013, the patient experienced heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression,") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced migraine ("migraine") and headache ("headache"). On an unknown date, the patient experienced stress urinary incontinence ("stress urinary incontinence"), post-traumatic stress disorder ("ptsd") and complication of device insertion ("inability to place right essure/ unilateral (left) essure placement"). The patient was treated with leuprorelin acetate (lupron) and surgery (total hysterectomy (uterus and cervix removed) - laparoscopic, bilateral salpingectomy, oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, heavy menstrual bleeding and vaginal haemorrhage had resolved and the stress urinary incontinence, depression, anxiety, post-traumatic stress disorder, migraine, headache, endometriosis and complication of device insertion outcome was unknown. The reporter considered anxiety, complication of device insertion, depression, endometriosis, headache, heavy menstrual bleeding, migraine, pelvic pain, post-traumatic stress disorder, stress urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: inability to place right essure with minimal tubal resistance. Inability to place right essure, three attempts made on (B)(6) 2010 and also reported previously as hysterosalpingogram performed in (B)(6) 2010 with successful essure occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: essure device was successfully occluded. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal haemorrhage, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain, pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test." On (B)(6) 2013. The patient's medical history included chronic pain and hypertension. Concurrent conditions included abdominal pain, dysfunctional uterine bleeding, hiatal hernia, diabetes, high cholesterol and overactive bladder. Concomitant products included acetylsalicylic acid (aspirin), diclofenac, gabapentin, hydroxyzine, metformin since (B)(6) 2008, olanzapine, omeprazole from (B)(6) 2011 to (B)(6) 2014, pantoprazole since (B)(6) 2009, paracetamol (acetaminophen), paroxetine and prazosin since (B)(6) 2008. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. On (b)6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced endometriosis ("endometriosis"). On (B)(6) 2013, the patient experienced heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression,") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced migraine ("migraine") and headache ("headache"). On an unknown date, the patient experienced stress urinary incontinence ("stress urinary incontinence"), post-traumatic stress disorder ("ptsd") and complication of device insertion ("inability to place right essure/ unilateral (left) essure placement"). The patient was treated with leuprorelin acetate (lupron) and surgery (total hysterectomy (uterus and cervix removed) - laparoscopic, bilateral salpingectomy, oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, heavy menstrual bleeding and vaginal haemorrhage had resolved and the stress urinary incontinence, depression, anxiety, post-traumatic stress disorder, migraine, headache, endometriosis and complication of device insertion outcome was unknown. The reporter considered anxiety, complication of device insertion, depression, endometriosis, headache, heavy menstrual bleeding, migraine, pelvic pain, post-traumatic stress disorder, stress urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: inability to place right essure with minimal tubal resistance. Inability to place right essure, three attempts made on (B)(6) 2010 and also reported previously as hysterosalpingogram performed in (B)(6) 2010 with successful essure occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: essure device was successfully occluded. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal haemorrhage, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2021: mr received. Reporter information, medical history, rcc note added. Event: inability to place right essure/ unilateral (left) essure placement added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain, pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test." On (B)(6) 2013. The patient's medical history included chronic pain and hypertension. Concurrent conditions included abdominal pain, dysfunctional uterine bleeding, hiatal hernia, diabetes, high cholesterol and overactive bladder. Concomitant products included acetylsalicylic acid (aspirin), diclofenac, gabapentin, hydroxyzine, metformin since (B)(6) 2008, olanzapine, omeprazole from (B)(6) 2011 to (B)(6) 2014, pantoprazole since (B)(6) 2009, paracetamol (acetaminophen), paroxetine and prazosin since (B)(6) 2008. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced endometriosis ("endometriosis"). On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression,") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced migraine ("migraine") and headache ("headache"). On an unknown date, the patient experienced stress urinary incontinence ("stress urinary incontinence") and post-traumatic stress disorder ("ptsd"). The patient was treated with leuprorelin acetate (lupron) and surgery (total hysterectomy (uterus and cervix removed) - laparoscopic, bilateral salpingectomy, oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the stress urinary incontinence, depression, anxiety, post-traumatic stress disorder, migraine, headache and endometriosis outcome was unknown. The reporter considered anxiety, depression, endometriosis, headache, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder, stress urinary incontinence and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: essure device was successfully occluded. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal haemorrhage, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. Outcome for pain, vaginal bleeding and menorrhagia were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, headache, dysfunctional uterine bleeding and endometriosis. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, 2 years after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced stress urinary incontinence ("stress urinary incontinence"). The patient was treated with leuprorelin acetate (lupron) and surgery (total hysterectomy (uterus and cervix removed) - laparoscopic, bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the stress urinary incontinence, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered menorrhagia, pelvic pain, stress urinary incontinence and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: essure device was successfully occluded. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal haemorrhage, pelvic pain. Most recent follow-up information incorporated above includes: on 24-apr-2018: pfs and mr received: new reporters, patient demographic information, product indication updated, treatment medications, concomitant disease, new events menorrhagia and vaginal haemorrhage added. Outcome for the event pelvic pain updated to recovering / resolving. On 24-apr-2018: duplicate souce document attached. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and stress urinary incontinence ("stress urinary incontinence"). The patient was treated with surgery (underwent hysterectomy). At the time of the report, the pelvic pain and stress urinary incontinence outcome was unknown. The reporter considered pelvic pain and stress urinary incontinence to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. In (B)(6) 2010: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.